Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One used medfusion® 3500 syringe infusion pump was received for investigation. A visual inspection found the device to have a cracked top case, plunger cases, and battery door. The pump was also missing the case seal. The reported error was confirmed in the pump event history log. The reported error was also present during testing. A root cause for the error was determined to be normal wear; a combination of old style motor assembly, leadscrew and clutch halves were found old, dirty of grease and worn out.